Event description:
Patient's one touch ultra meter was reported to keep giving the error 2message. This issue was not resolved with troubleshooting. The meter kept showing the error 2 message even when tested with new vial of test stips. Medical affairs specialist called the patient to verify if they were treated by a medical professional due to not being able to test on their meter. Patient stated that they did go to their doctor's office for other health issues, but was not treated for their diabetes. This case is reported as a meter malfunction since the error 2 issue was not resolved with troubleshooting. A replacement meter was sent to the patient. No further clinical information was provided.